Manufacturer narrative:
Device evaluation: the review of the device history record (DHR) showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported a small capsular tag extending from the capsular bag on unknown eye of a patient during cataract procedure. The surgery was completed successfully by performing an anterior vitrectomy. No other information was provided.